Event description:
Reported by the doctor's office as: "a port leak (coupler leak noted prior to explant). The physician stated he did puncture the tubing during explant."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). This was most likely caused by surgery to remove the device. There were also non-penetrating nicks noted to the port tubing. Further analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). Two of the port holes for the sutures were noted to be broken. This also was most likely caused by surgery to remove the device. Device loosening addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."